Event description:
It was reported that the screw was first drilled with a pre-drill,then the screw broke when it was twisted in. All pieces were removed.

Manufacturer narrative:
The complaint stated: "as reported: dr. Huang changming of the no. 174 hospital of the chinese people's liberation army performed knee collateral ligament repair surgery. According to the standard operating procedure, the screw was first drilled with a pre-drill, then the screw broke when the screw was twisted in." Average bone was reported. And a 3.8mm tapered awl was choice of prep instrument. This is consistent with IFU 10600571 recommendations. Visual inspection shows that the anchor has been fractured from torque. The distal threads are also compressed and distorted. Per IFU: caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure." The fork tines of the inserter hex tip have been broken off. This symptom is consistent with loss of axial alignment. Per IFU: "establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole". No root cause related to the manufacturing of this device was established.